Event description:
It is reported that the groshong nxt clearvue PICC was placed on (B)(6) 2011, which is 43 cm in length, two weeks later, the nurse found the leaks from the crack in the place labeled between the 33cm and 34cm marks of the catheter.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned for evaluation is an assembled 4 fr groshong catheter. During functional testing a leak was observed emanating between the 33 and 34 cm depth markers. The leak site is < 0.2 inches in length. The slit edges are sharp. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing granular walls. The depth of the edge walls is uniformed throughout the circumference of the slit. Gross and microscopic examinations indicate a brown coagulated material distal to the 29 cm depth marker. It appears the catheter became occluded sometime after assembly. During the evaluation of this complaint, the catheter was found to be occluded distal to the burst site. A proper flushing protocol must be followed in order to reduce the risk of occlusion. The instructions for use (IFU) lists lumen occlusion as a potential risk and gives suggestions for clearing a blocked lumen. The IFU gives instructions on proper catheter maintenance. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. According to the notes contained in this file the device has been in place for approximately 2 weeks prior to the complaint incident. There is no evidence of a manufacturing defect with the returned catheter. This appears to be a user maintenance issue. A lot history review (lhr) of reva0474 showed no other similar product complaint(s) from this lot number.